Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued

Event description:
Information was received from a consumer a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that a patient feels the "buzz" down his body and he doesn't want to feel this. The patient stated he just got it adjusted on monday and now its "all messed up". Patient services (ps) asked to clarify. The patient didn't really explain what is messed up but confirms he doesn't like the feeling the "buzzing" and wants to turn stim off. The patient then stated he talked to someone and they said to shut it off. Ps reviewed he can turn stimulation off but then he will not have therapy. The patient also stated he was trying to get an appointment with the manufacturing representative (rep) but he left the clinic before he got there. The pain clinic took a "reading" of his back and they didn't even tell him what it said. The steps were reviewed on how to turn stimulation off. No further complications were reported. No addition patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on (B)(6) 2017. The patient stated that their ins will work okay after an adjustment is made but then it will only last a week or a day or two before their symptoms return. The patient noted that their trial period worked alright and was good enough for the patient to get their permanent implant. It was reviewed with the patient how to turn off the stimulation. The patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.